Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak leak was discovered before setup and stated the leak occurred during the previous treatment. The patient stated the leak was discovered during the ready state of the cycler. The patient was not connected during the incident. Fluid leaked from the cassette door and was discovered in the pump module area and on the external of the cassette. There were no alarms or warnings prior to or after the leak. The patient contact cleaned up the fluid and will set up the cycler for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated a fluid leak had occurred at some point during the patient's previous treatment. The pdrn stated fluid was noted after treatment and as the patient opened the cassette door. Per pdrn fluid leaked out from the cassette area and was noticed int he pump module are and on the external of the cassette was well. The patient had been able to complete treatment and stated the cycler had not prompted with any cycler alarms. The cause of the fluid was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using the cycler the following treatment without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak leak was discovered before setup and stated the leak occurred during the previous treatment. The patient stated the leak was discovered during the ready state of the cycler. The patient was not connected during the incident. Fluid leaked from the cassette door and was discovered in the pump module area and on the external of the cassette. There were no alarms or warnings prior to or after the leak. The patient contact cleaned up the fluid and will set up the cycler for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated a fluid leak had occurred at some point during the patient's previous treatment. The pdrn stated fluid was noted after treatment and as the patient opened the cassette door. Per pdrn fluid leaked out from the cassette area and was noticed int he pump module are and on the external of the cassette was well. The patient had been able to complete treatment and stated the cycler had not prompted with any cycler alarms. The cause of the fluid was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using the cycler the following treatment without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.